Event description:
It was reported that when using the bd pyxis¿ es server, it had an issue in critical override schedule and unable to remove drugs from cabinet. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the critical override schedule issue. A technical support specialist assisted user the process that if critical override was enabled on a device all medications accessible through a user's security group should become available via the override function. Additionally, users with the appropriate remove privileges could remove these medications even if there was no active patient order and the medication was not assigned to an override group. The tss remoted into the server and verified that the nurse user role had all the necessary security group configurations and access permissions, which should allow users to access the medication as expected. The user team successfully removed a few specific medications, and the user confirmed everything was good. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.